Event description:
The user facility reported a 84-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was had impella cp support due to needing an hrpci (high risk percutaneous cardiac insertion) . After the procedure was completed, the impella had suction events. The pump was attempted to be repositioned and the decision was made to explant the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. The data logs confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Placement signal trend was found. Logs also showed pump was in improper position during the case but resolved. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. The root cause of the low flow was most likely due to patient condition. B5 updated with additional information.

Event description:
The patient¿s condition deteriorated, and the patient expired in the operating room. Per medical safety officer review there is not enough information to associate use of device with outcome.